Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that he has had high glucose levels in the 300¿s mg/dl range for the past 3 months. Customer attributes high glucose levels to delivery malfunction. No adverse event alleged. A request was made for the return of the device.